Manufacturer narrative:
The device was returned for evaluation and a malfunction was identified. The cause was determined to be that the clutch spring did not deploy at the intended time. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported their blood glucose levels reached 25.1 mmol/l [361.8 mg/dl]. The pod was worn between 36 and 48 hours.